Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event. We cannot discern a root cause for the reported failure mode, although one possible root cause could be the device made contact with another hard or metal object during use resulting in damage to the tip of the device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting the following to us: ¿surgeon noticed fine metal dust; all was removed via suction. There were no patient consequences. The complaint device is being returned, however it is at least 2 years old.¿ additional information received via email from our sales rep on 3-11-15 indicated the complaint device was discarded by the customer.

Event description:
Our rep is reporting the following to us: ¿surgeon noticed fine metal dust; all was removed via suction. There were no patient consequences. The complaint device is being returned, however it is at least 2 years old¿.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: awaiting receipt.